Event description:
A surgeon reports having a pt with day and night glare following bilateral intraocular lens (iol) implant surgery. The surgeon reports that the lens is perfectly centered and he is treating the pt for dry eyes based on the symptoms of fluctuating vision that clears with blinking. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested 07/31/2008, 08/06/2008, 08/07/2008, and 08/12/2008 by phone, fax and mail. A completed questionnaire has not been received.